Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 462 mg/dl. The customer was treated for high blood glucose. The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose at time of incident was 462 mg/dl. Customer was able to change out the set and the reservoir and prime without pause. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 462 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to x-ray. The customer did not report motor position encoder error alarm. The customer received more than one motor error alerts. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.